Event description:
The complaint was reported as ¿unit does not power up¿.

Manufacturer narrative:
The engineering eval of the returned unit identified the possible cause of the failure as the ac appliance inlet connector. The result of this failure was a brief external flame that self-arrested and did not require external intervention. There was no adverse event reported for this incident. Add¿l comment to clarify the reporting time. The outcome of the investigation was completed on (B)(4) 2012, where it was ascertained that this incident was reportable. Prior to the investigation, the incident was not reportable.